Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1811503 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, when a mynxgrip vascular closure device white advancer tube was removed the peg was crumpled at the distal end. The vcd was being used following a peripheral interventional procedure in conjunction with a 7f avanti procedural sheath for femoral arterial closure. The vcd was prepped according to IFU. After inflating the balloon and retracting the balloon toward the arteriotomy, it was stuck, however, blood was still flowing. Then bleed back stopped. After deploying the sealant, the mynx system and balloon came back 1-2 cm. The deployer went through the rest of the steps, but when the white advancer tube was removed the peg was crumpled at the distal end. Manual compression was applied, and patient was noted to be doing well.

Manufacturer narrative:
Complaint conclusion: as reported, when a mynxgrip vascular closure device white advancer tube was removed the peg was crumpled at the distal end. The vcd was being used following a peripheral interventional procedure in conjunction with a 7f avanti procedural sheath for femoral arterial closure. The vcd was prepped according to instructions for use (IFU). After inflating the balloon and retracting the balloon toward the arteriotomy, it was stuck, however, blood was still flowing. Then bleed back stopped. After deploying the sealant, the mynx system and balloon came back 1-2 cm. The deployer went through the rest of the steps, but when the white advancer tube was removed the peg was crumpled at the distal end. Manual compression was applied, and patient was noted to be doing well. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. A portion of sealant returned separated from the device, soaked in blood. The advancer tube was also separated from the device as received. The advancer¿s tube distal tip was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed on the advancer tube, nor were on other components of the device. Visual inspection at high magnification confirmed that the advancer tube¿s distal tip was free of damage. A device history record (DHR) review of lot f1811503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the product analysis and information available for review, procedural/handling factors (balloon came back 1-2 cm after deploying the sealant) may have attributed to the issue experienced. It should be noted that movement of the balloon/device after deployment but prior to deflation can lead to an incorrect position of the balloon and sealant. If the balloon was not properly position at the arteriotomy, the sealant could be dislodged from the vessel wall during catheter removal. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, it instructs users to align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Additionally, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, and the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.